Event description:
Ed patient's preliminary troponin results returned as critical and were reported to the ed physician as critical. This resulted in the ed physician consulting cardiology along with a specific treatment plan based on the critical troponin results. The same blood specimen along with a newly drawn blood specimen were retested and the troponin results were normal. The retested specimens were done on the main analyzer as well as the back up analyzer. Both analyzers resulted the same normal troponin numeric values when the original specimen and new blood specimen were retested. There have been no issues with the qc data for the quality controls. This is the second time that this issue has occurred in the last 2-3 months without explanation of the cause. There have been no changes to the blood collection tubes used to collect specimens and no variations in viscosity or centrifuges. The manufacturer was contacted and made aware of these concerns.